Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the issue was not resolved with a replacement desktop charger as the desktop charger connector pin was stuck in the ins recharger. The patient was sent a new ins recharger.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# unknown, product type recharger.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a broken connector pin on their desktop charger. The patient's ins was off and the rep was unable to connect their clinician programmer. The rep was scheduled to go back and interrogate their ins. No patient symptoms or further complications were reported as a result of this event.